Manufacturer narrative:
Gas loss alarm had occurred where troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Troubleshoot performed by iab fill and restarting the pump and by verifying all tubing and connections were secure and appropriate and there was no blood or discoloration in the helium tubing. The nature of alarm and patient conditions are reviewed and explained e of malfunction.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, unit had gas loss in iab circuit alarm. There was patient involvement but no harm reported.